Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-15599. It was reported that the right ventricular (rv) lead was repositioned due to high impedance and high capture threshold. During the repositioning procedure, it was noted that the screw of the device could not be tightened. The device was explanted and replaced and the lead was successfully repositioned to resolve the event. The patient was stable with no adverse consequences reported.